Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the insulin pump was making a loud noise with no display on the screen. The issue was not resolved by changing the battery. The customer removed the battery and treated with manual injection. The blood glucose reading was 170 mg/dl. The insulin pump had not been dropped, bumped or exposed to moisture and showed no signs of physical damage. The battery cap contacts were not missing or damaged and the battery compartment and spring not corroded or damaged. After cleaning the battery cap and inserting a new battery the display still did not return. The customer was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.